Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Extrusion and dysuria are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of extrusion and dysuria are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced a burning sensation during urination. During the physician consultation, the implant was confirmed to be visible through the distal urethra. Therefore, a revision surgery was performed in which the components of the inflatable penile implant were removed, and a malleable implant was placed on the unaffected side. No further patient complications were reported.